Event description:
Info received indicates the foot end brake caster continues to swivel when in brake.

Manufacturer narrative:
The technician found the teeth on the caster were worn. The technician replaced the foot end caster and adjusted the brake to repair the stretcher.